Manufacturer narrative:
Medtronic received additional information that the battery was 4 years old that was in the device. Device evaluation summary: medtronic received additional information that it was known the battery had a defect because when service technician was utilizing the voltmeter the positive and negative should read well above 12 volts. It was reading 9 volt range meaning it was being leached off by the other battery. Correction h6: eval code method (fdm/annex b). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a bio-console base instrument, it was reported that the instrument powered down when unplugged and the backup batteries were not functioning. The instrument was replaced. There was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Device evaluation summary: the reported instrument powered down when unplugged and the backup batteries were not functioning was verified during service. The service technician removed the internals and measured the backup batteries and they failed as both batteries were well below the threshold. The issue was resolved by replacing the batteries. After replacing the batteries the service technician observed that the backup batteries actively charged and maintained power to the instrument when the power was removed post-repair testing was performed per specifications. The instrument was serviced in the facility by a field service technician. The instrument did not return to a medtronic facility for service. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.